Event description:
The manufacturer received an innospire essence device for evaluation in response to a report of a possible thermal event. There was no patient harm or injury associate with the reported event. The serial number and lot number were missing from the device label, therefore the date of manufacture is unable to be determined. Upon receipt, the manufacturer noted evidence of physical damage to the ac power cord, with exposure to the conducting wires. There was no evidence of thermal damage to the power cord or any other device components. Although the root cause of the observed damage was not confirmed, this type of damage is typically a result of the ac power cord being subjected to forces beyond intended design. There was also evidence of physical damage to the device which indicated it had been dropped from a significant height. This product is intended to provide a source of compressed air for medical purposes. It is to be used with a pneumatic (jet) nebulizer to produce aerosol particles of medication for respiratory therapy for both children and adults. This is not a life support device. The user is warned in the labeling to have a back up device for respiratory delivery if this device is not operable. The user is also cautioned that the power supply cord cannot be replaced by the user. In case the power supply cord becomes damaged, contact philips respironics customer service for replacement (there is no service option). The manufacturer will continue to monitor the complaint records for similar reported failures. Based on the available information, the manufacturer concludes no further action is necessary.